Event description:
Note: procedure date is unknown. It was reported to boston scientific corporation in 2008 that radial jaw 4 single-use biopsy forceps were used during a colonoscopy (patient age, gender and weight unknown). The date of the reported event is three days prior. According to the complainant, post procedure, they were cleaning their scope and they found an orange looking residue in the scope's working channel. (Olympus colonoscope) it appeared that the orange residue was on the cleaning brush. They saved the brush and will be sending it back to see if it is part of the orange catheter.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.